Event description:
The initial reporter stated that the pump was not delivering. Mmdg followed up with the initial reporter, who stated that they did not have any additional information to provide. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigation the pump could not be turned on or tested. This was due to fluid ingress that damaged the pcb board. Because of this, no investigation could be completed. The pump was serviced to correct the issue.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. Mmdg followed up with the initial reporter, who stated that they did not have any additional information to provide. [Complaint-(B)(4)]